Manufacturer narrative:
This section was completed by the MFR. No medwatch report was received from the user facility.

Event description:
According to info forwarded to pfizer by the initial reporter, a pt had his bjork-shiley convexo-concave 70 degree heart valve explanted and the initial reporter advised pfizer that the valve had an alleged single leg separation. The pt survived surgery.